Manufacturer narrative:
Additional device product codes: mni, nkg, and kwp. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the ti parallel open rod connector 3.5mm/3.5mm was damaged during surgery. The surgery was completed with a competitor's product without delay. This report is for one (1) ti parallel open rod connector 3.5mm/3.5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: this complaint was confirmed as the device was received in broken condition. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part number: 498.922. Lot number: h796524. Supplier lot number: r7399/153733. Manufacture date or release to warehouse date: 06/13/2019. Expiration date: n/a. Supplier/manufacture site: (B)(4). No ncrs were generated during assemble production of lot number h796524. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 498.922.2. Component lot number: h852641. Supplier lot number: n/a. Manufacture date or release to warehouse date: 05/18/2019. Expiration date: n/a. Supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number h852641. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the non-sterile product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.